Manufacturer narrative:
A ge service representative performed an on site investigation. The isd pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the interconnect cable was faulty. This renders the system unusable. There is no report of injury or death associated with this event.